Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported forty-eight hours post implant that the right atrial (ra) lead and right ventricular (rv) lead had pulled back and dislodged. The dislodgement of the ra and rv leads was confirmed by x-ray. Furthermore, decreased sensing, high and rising thresholds were noted on both pacing leads. The ra and rv leads were revised and both leads remain in use. No patient complications have been reported as a result of this event.